Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion consistent with friction to device can. No other anomalies were identified.

Event description:
This report is to advise of an event observed during analysis.